Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. Upon boot up of the central control monitor (ccm), the unit did not boot up and a 'disk boot failure' message displayed. Troubleshooting was performed and the basic input output system (bios) was manually reset to restore the default setting, but the issue remained. The coin cell battery was checked with a lab use only (luo) multimeter and the reading was 0.11 volts (v) which was outside of specification. The srt replaced the coin cell battery, reset the bios and the issue resolved. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a blank screen and would not boot up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.